Event description:
It was reported that the patient underwent sleeve gastrectomy 3 months ago and developed leak on the fundus of stomach. The staple of the sleeve was reported to have failed. On (B)(6) 2023, the patient was brought back to surgery for laparoscopic bariatric revision. During surgery, the staples was confirmed to have failed the seal and came apart; the patient had excessive bleeding and was critically unstable. As of (B)(6) 2023, the patient was reported to be stable. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined as intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument and reload involved with this event for failure analysis evaluation. A generic sureform 60 reload part number was included in the primary product as the reload color involved in this incident is unknown. A follow-up MDR will be submitted if additional information is obtained. System log review and advanced log review could not be performed as the event date was not provided. This event is being reported due to the following conclusion: it was reported that three months after a sleeve gastrectomy procedure, the patient developed a leak on the fundus of stomach. The patient was brought back to surgery for a laparoscopic bariatric revision and found that the staples failed to seal and came apart. The patient had bleeding during the revision surgery which required medical intervention to preclude serious injury or death.